Event description:
Adverse event(s):"capsule breakup" (capsular bag tear, posterior). Product problem(s): "the tip of the cartridge opened, lens shot out of cartridge" (delivery system failure [injection system]). A surgeon reported that during intraocular lens (iol) delivery, the tip of the cartridge opened and the lens shot out to the posterior chamber. This caused the capsule break up. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).